Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During deployment, after removing approximately 20cm of the lock line, the line stopped moving. Deployment was continued, and the clip was deployed. The gripper line was removed and the cds was placed below the heart level to prevent an air embolism. Wire cutters were used to cut the catheter between the steerable guide catheter (sgc) and cds. The lock line was then able to be exposed and pulled out. The patient was confirmed to be stable. Two clips were implanted, reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. Evaluation summary: all available information was investigated and based on the returned device analysis, the reported inability to remove the lock line could not be replicated in a testing environment as the clip and the lock line were not returned and as the inability to remove the lock line was related to patient/procedural conditions. A break in the sleeve shaft and in the delivery catheter (dc) shaft were observed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definite cause for the reported inability to remove the lock line could not be determined. The observed break in the sleeve shaft appears to be due to user technique/operational context as wire cutters were used to cut the catheter, to expose and pull out the lock line. The observed dc shaft break was an effect of the break in the sleeve shaft. There is no indication of a product quality issue with respect to manufacture, design, or labeling.